Event description:
Mother of the home patient (hp) reports patient line of homechoice set was not priming completely. Hp was able to prime line after a reprime attempt. Per mother of hp, there was no patient injury or medical intervention as a result of this incident.